Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. The pump had intermittent button response due to a flattened act button dome switch. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip.